Event description:
A (B)(6) female patient's nurse contacted zoll customer support to report a problem with the patient's battery charger/modem. The patient was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. As rec'd, the q1 transistor (controls current flow) was shorted in the battery circuit on the bedside board. The cause of the battery faults is the shorted q1 transistor. The root cause of the shorted q1 transistor cannot be positively. No adverse event resulted from the damaged transistor. The patient rec'd a replacement charger/modem.